Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.